Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was not reproduced. The cause was determined to be out of specification force sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, experienced a failed downstream occlusion test. The failure occurred at or before clinical use (obf) in the biomed service department. There was no patient involvement. No additional information is available.